Event description:
It was reported that during the procedure in the moderately calcified/tortuous mid left anterior descending artery, a non-abbott stent was deployed. A 2.0x12 rx trek dilatation catheter was advanced through the stent to the 1st diagonal artery and the balloon was inflated. Rupture of the balloon occurred during the first inflation at 6 atmospheres. The device was withdrawn from the anatomy without resistance and a pinhole rupture was confirmed. Dilatation was completed using a non-abbott balloon. There was no adverse patient effect or reported significant clinical delay in the procedure. Reportedly, the device was prepped inside the patient anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough. Guide cath: heartrail ii jr4. Return of the mini trek catheter may have aided in the investigation and determination of cause. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was moderately calcified and the catheter was advanced through a deployed stent which likely contributed to the reported difficulties. It is possible that the balloon material was damaged (scratched) during interactions with calcified lesion, such that the balloon ruptured upon the first inflation at 6 atmospheres, which is below the rated burst pressure (rbp). To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp. It was reported the mini trek catheter was prepared for use inside of the patient anatomy. It should be noted the trek rx and mini trek rx coronary dilatation catheter instructions for use states to prepare an inflation device with the recommended contrast medium according to the manufacturers instructions. Evacuate air from the balloon segment using a 20 cc syringe or the inflation device. All air must be removed from the balloon and displaced with contrast prior to inserting into the body otherwise complications may occur. However, it does not appear that the incorrect preparation contributed to the balloon rupture. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. There is no indication of a product quality deficiency.